Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and perforated the right atrium. The patient experienced shortness of breath, pericardial effusion and pleural effusion. The ra lead was explanted and the atrial port was plugged. No further patient complications have been reported as a result of this event.